Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with the patients vibratory notifier not working. The patient will continue to be monitored through remote transmission. It was also recommended that patient return for ICD checks every six months.